Event description:
During service testing, the baxter repair tech reported an infusion pump with damage to the battery door assembly. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No add'l info is known.